Event description:
The info provided to sjm indicated a 21 mm regent valve was placed in the aortic position. Upon suturing the valve into place, a popping sound was heard and one leaflet was dislodged. The valve was removed and replaced with another 21 mm regent valve. Medication was administered and additional pump time was required while the valve was replaced.